Manufacturer narrative:
Additional information provided. According to the provided serial number of the patient interface the reported treatment could be identified in the logfile. The treatment was aborted after the warning message appeared. The message indicates that the user released laser pedal and pressed the right footswitch to turn off the vacuum. The user restarted the treatment and performed the treatment successfully without any problem no technical root cause is detectable. The system was working within specification. No technical root cause was identified. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A facility director reported suction broke twelve percent into treatment during flap creation. A second patient interface was used and suction was able to be reacquired. The flap was completed without complication.